Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit alarm and blank display noted. The insulin pump was received with cracked battery tube thread, broken battery cap, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. Customer also reported a battery out limiting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.